Manufacturer narrative:
Patient identifier and weight were not made available from the site. A medtronic representative, following-up at the site, reported a different navigation system was brought into the operating room (or) to continue the procedure to completion. Return requested. Replacement axiem integrated 4 port system shipped to site (B)(4) 2015. Medtronic investigation of suspect axiem integrated 4 port system, returned on (B)(4) 2015, finds that the axiem unit was connected to a test system with the ent application for a multi-day burn-in test and ther was no fault found. Registration, tracking, and accuracy looked normal on all 4 tool ports. The registration probe verified with an error of 1.0mm. All 4 ports remained in green status during testing. The unit passed the pegboard test with an error of 1.944mm. Fully functional. Return requested. Replacement I/o hub enclosed pca shipped to site (B)(4) 2015. Medtronic investigation of suspect I/o hub enclosed pca, returned on (B)(4) 2015, finds that as reported, all four usb ports were found to be dead when connected to a known good system. Electrical failure - usb malfunction a medtronic representative, following-up at the site, reported the issue was resolved after replacing the axiem box and I/o hub. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported. (B)(4).

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the fusion software was showing the localizer not connected message. In trouble-shooting, tracking details were checked and found the axiem box with a red status. Disconnected the emitter and the axiem box, however, issue was not resolved. Further investigation found the axiem box had a red square instead of a value and the axiem interface displayed no information. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An its solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.